Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed thirty-two (32) low flow alarms logged since 16/apr/2025. Additionally, review of the controller log files revealed one (1) controller power up event with an associated pump start event was logged on 23/apr/2025 at 19:00:12, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 92% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and the adapter was connected to power port two (2). The controller was without power for nine (9) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the reported low flows event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti-platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system / controller 2.0 d4: model #:1420 / catalog #:1420 / expiration date: 31-mar-2023 / serial or lot#: (B)(6). D9: no h3: no h4: mfg date: 25-mar-2022. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented with symptoms of a gastrointestinal (gi) bleed. The specific location and cause of the bleed were not identified by the reporting site. It is believed that some of the low-flow alarms may have been related to the gi bleed. Additionally, it was reported that both power sources were accidentally disconnected by nursing staff, resulting in a double disconnect event. At the time of the incident, the patient was taking medication and was compliant with their anticoagulation therapy. The most recent inr was 3.6, indicating supratherapeutic anticoagulation levels. The patient subsequently underwent an endoscopic procedure during which a clip was placed and epinephrine was injected to control the bleeding source. The vad remains in use.